Event description:
A customer reported that their pump battery sometimes displayed an incorrect battery percentage. There was no reported impact on the customer¿s blood glucose level. The customer declined further follow-up or troubleshooting regarding the issue.